Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. Power cycling the xtr enhanced telemetry receiver resolved the problem. The customer confirmed that monitoring of the telemetry patients was restored. There have been no reports of recurrence. This report is considered complete and this matter closed.

Manufacturer narrative:
The customer biomed discharged and readmitted the telemetry channels to another receiver to resume monitoring. Spacelabs has launched an investigation and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor and sawtooth waveforms displayed. No injury was reported as a result of this event.